Event description:
Additional information was received that the generator was seen coming through the skin and the patient underwent a generator explant. The cause of the extrusion was noted to be the previously reported infection. Analysis of the generator is not relevant as the event is not related to vns therapy.

Event description:
It was reported that the patient contracted a mrsa bacterial infection at the generator site that required a wound cleaning surgery. The infection later spread to the electrode site and an additional wound cleaning surgery was performed. The patient was hospitalized following the surgery to take antibiotics. Device history records were reviewed on for the lead and generator. The devices passed all functional specifications and quality tests and were sterilized prior to distribution. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. H3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy. Health effect - impact code: f2303.